Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary finding of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. The yaw pulley showed no signs of arcing. Due to the broken conductor wire the electrical continuity test could not be performed. Additionally, the instrument was found to have thermal damage at the top of the yaw pulley. Likely caused by another energy instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument could not be energized. A backup instrument of the same kind was used, and the procedure was completed with no reported injury.